Event description:
Epidural pump screen turned off randomly and started chirping then screen went blank and turned off. (Device is showing a system fault error code 46440) manufacturer response for neuraxial administration set - intrathecal delivery, cadd (per site reporter). To send the cadd solis pump for repair to their facility.